Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No lost sensor alarm noted. The device passed the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. All the buttons did function properly. The unit had moisture damage on keypad traces. No unexpected scrolling numbers noted. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
While attempting to troubleshoot for lost sensor, customer began to experience button malfunction; up and down arrow not responding. Customer's blood glucose was 83 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.